Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. The pump was exercised for 24 hours without interruptions.